Event description:
The user reported that the unit would not turn on. There was no harm to any pt. Tests disclosed that the rechargeable battery had a very low capacity. This is not unexpected for a 12 year old nicd battery. The event is not occurring more frequently or with greater severity than is usual for the device.